Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited optics give pink image with stripes. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken. Based on the results of the investigation, it is likely that the video cable is broken and therefore the image is purple. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.